Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized for hypoglycemia, with blood glucose of 57 mg/dl. The customer stated that prior to the event she had been having low blood glucose levels for five hours. The customer also stated that she last changed her infusion set a day before the event. The customer further stated that she changed her infusion set every three days but changed her reservoir only once a week. It was explained to the customer that it is recommended to change the reservoir and infusion set at the same time. The customer then mentioned that there was a possible over-bolus. Nothing further was reported.